Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) sensor. The customer self-treated with "infection spray" to stop the bleeding. There was no report of death or permanent impairment associated with this event.

Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) sensor. The customer self-treated with "infection spray" to stop the bleeding. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The applicator and cap were visually inspected, and no issues were observed. The applicator had fired correctly. The sensor cap is retained within the applicator cap. The sensor puck carrier was removed, and a visual inspection was performed on the sharp and sharp carrier. No issues were observed. The sensor was visually inspected and no issues were observed. Data was extracted from the returned sensor using approved software, and data extraction was successful. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.